Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the back metal piece of cup impactor broke off during cup impaction in the case. All pieces were taken from the field and are being sent back. No surgical delay.